Event description:
It was reported that on april 29, a brevera procedure was performed, and while doing a breast biopsy the radiologist went to fire the needle and the device would not fire. The staff changed the needle and rebooted the system and it still would not fire. It ended up being the brevera device and not the needles. The patient was brought in later in the week once the device was replaced. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: a field engineer examined the device and found multiple errors with ¿fails to fire¿ during the procedure. The field engineer replaced the driver and verified the operation the system is functioning properly and meets all manufacturer specifications. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.